Event description:
It was reported that post implant of a laparoscopic adjustable band, on first adjustment, under fluoroscopy it was determined that there was a disruption in the connection of the tubing to the port. The patient to be scheduled for a port replacement.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device remains implanted.